Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient reported a sensation of pulsation in the eye, a problem with depth, vision removed by 40%, astigmatism, 3d vision, monocular vision, double letters, light beams especially at night inclined at 45% for approximately 4/5 m, continuous flashes on the right side of the eye, continuous vibration of the lens, random vision of light image in bed. When reading 9 out of 10 times, patient had to wear glasses. Great difficulty seeing at dawn, sunset changing the shades of gray vs black. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).